Event description:
Rptr complains of breast pain, ulcers, pancreatitis, breasts itching and burning, muscle deterioration, fatigue, muscle fatigue, gall bladder problem, headaches, memory problems, vomiting, bacterial problems, finger numbness and tingling, finger and hand swelling in the morning, rashes, breast tenderness and burning, joint swelling, pain and stiffness in feet, hands, fingers, difficulty bending and walking, hair loss, neck glands swelling, cold hands and feet, malposition of implants, stomach upset, and difficulty raising and using arms. She is moody and emotional.